Event description:
As reported by the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to tilting. As a direct and proximate result of these malfunctions, the patient suffered life threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will suffer significant medical expenses, pain and suffering and other damages. Per the implant records, the patient was reported to have a history of left leg deep venous thrombosis (dvt), major lower gastrointestinal (gi) bleeding of uncertain etiology while on anticoagulation, pleuritic chest pain and hemoptysis; however, the patient had a negative vq scan (ventilation-perfusion lung scan) pulmonary thromboembolism, with stage 3 renal insufficiency, contraindicating pulmonary CT angiography (cta). The patient underwent elective left and right renal angiogram and inferior vena cava (ivc) filter placement. The right femoral vein was accessed with a needle, and a guidewire was advanced into the inferior vena cava (ivc). A long sheath and dilator were advanced to the l1 vertebral body. Angiography performed located the right renal vein at the lower l1 vertebral body and the left renal vein in the mid upper l1 vertebral body. A cordis trapease ivc filter was deployed at the l2 vertebral body, and a follow up ivc gram performed showed good apposition of the filter to the ivc wall with the filter below the l1 low vertebral body right renal vein. The patient tolerated the procedure well and there were no complications. According to the information received in the patient profile form (ppf), the patient reports tilting of filter, becoming aware of these events approximately seven years and four months after the filter implantation. The patient further asserts to have suffered blood pressure fluctuations post implant, and anxiety related to the filter.

Manufacturer narrative:
As reported a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilting. The patient reported becoming aware of filter tilt approximately seven years and four months post implant. The patient also reported blood pressure fluctuations post implant, and anxiety related to the filter. According to the implant record the patient had a history of left leg deep venous thrombosis (dvt), major lower gastrointestinal (gi) bleeding of uncertain etiology while on anticoagulation, pleuritic chest pain and hemoptysis; however, the patient had a negative ventilation-perfusion lung scan, with stage 3 renal insufficiency, contraindicating pulmonary CT angiography (cta). The patient underwent elective left and right renal angiogram and inferior vena cava (ivc) filter placement. The filter was placed via the right femoral vein. Angiography performed located the right renal vein at the lower l1 vertebral body and the left renal vein in the mid upper l1 vertebral body. The ivc filter was deployed at the l2 vertebral body, and a follow up ivc gram performed showed good apposition of the filter to the ivc wall with the filter below the l1 low vertebral body right renal vein. The patient tolerated the procedure well with no complications. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with practitioner technique and/or vessel anatomy, specifically asymmetry and tortuosity. Without imaging available for review the event could not be confirmed nor a cause attributed. Blood pressure fluctuations are a normal physiological response to changes in daily life, such as stress and activity. Blood pressure fluctuation and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Section e2&nbsp;health professional.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to tilting. As a direct and proximate result of these malfunctions, the patient suffered life threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will suffer significant medical expenses, pain and suffering and other damages. Per the implant records, the patient was reported to have a history of left leg deep venous thrombosis (dvt), major lower gastrointestinal (gi) bleeding of uncertain etiology while on anticoagulation, pleuritic chest pain and hemoptysis; however, the patient had a negative vq scan (ventilation-perfusion lung scan) pulmonary thromboembolism, with stage 3 renal insufficiency, contraindicating pulmonary CT angiography (cta). The patient underwent elective left and right renal angiogram and inferior vena cava (ivc) filter placement. The right femoral vein was accessed with a needle, and a guidewire was advanced into the inferior vena cava (ivc). A long sheath and dilator were advanced to the l1 vertebral body. Angiography performed located the right renal vein at the lower l1 vertebral body and the left renal vein in the mid upper l1 vertebral body. A cordis trapease ivc filter was deployed at the l2 vertebral body, and a follow up ivc gram performed showed good apposition of the filter to the ivc wall with the filter below the l1 low vertebral body right renal vein. The patient tolerated the procedure well and there were no complications.